Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer was also suffering from shortness of breath, vomiting, chest pain, dizziness, and fatigue. The customer's blood glucose reading was 533 mg/dl at the time of the event. At the time of the report, the insulin pump alarmed. Nothing further was reported.